Event description:
Boston scientific received information that device memory indicated noise. During the device changeout procedure, the physician performed a defibrillation threshold (dft) test to verify lead integrity. Following the test, cross-talk was observed leading to pacing inhibition for a dependent patient. They claim they have noticed that v blank after ap was still smart instead of 85ms. Boston scientific technical services (ts) confirmed the change did not automatically change the blanking in the device from smart to 85ms. This device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device case one small dent. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.